Event description:
It was reported that a procedure was performed utilizing a box chisel on (B)(6) 2010. During the procedure, the instrument fractured and the surgeon was injured. No other information has been provided to date.

Event description:
It was reported that a procedure was performed utilizing a box chisel on (B)(6) 2010. During the procedure, the instrument fractured and the surgeon was injured. No other information has been provided to date.

Manufacturer narrative:
Evaluation of the returned component found that the blade fractured due to bending overload and the fracture is indicative of fatigue. Additionally, the blade contains substantial evidence of long-term use. (B)(4).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report filed (B)(6) 2010.